Event description:
Philips received a complaint by the customer on the v60 indicating that the devices will not power up on wall or by battery. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the customer with part ID and price for the power cord and the inlet, ac, v60 to repair the device. The investigation on going.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.